Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that the driver tip broke off while advancing the screw. There was no patient involvement reported. There were no further complications reported regarding the event. Additional information received from the manufacturer representative that the procedure/therapy involved was minimally invasive transforaminal lumbar interbody fusion, and the instrument broke while advancing the s1 screw. However, nothing was retained in the patient and a back up driver was available so the patient was not affected. Additional information received from the manufacturer representative that the patient was treated for l5-s1 spondylolisthesis and foraminal stenosis. There were no patient symptoms reported as a result of this event.

Manufacturer narrative:
H3: product analysis # (B)(4), part # nav6550005, lot # ca17e010 visual inspection confirmed the entire torx tip of instrument has been sheared off. Optical examination of the fracture surface revealed a fairly flat fracture surface with circular material flow. The damage to the driver is consistent with torsional overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.